Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up the 980 ventilator would not turn on. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement and repair of the device. The ventilator was not in use on a patient at the time of the reported event. The tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported to have resolved the issue on their own. The customer performed short and extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). Corrected information: the service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor to backplane cable, exhalation valve and installed the o-ring. The se performed calibrations and extended self-testing on the device and all tests passed.